Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist stated that the water was freezing inside the unit. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Investigation in process, but not yet completed.